Manufacturer narrative:
Product eval: the product was not returned for analysis; however, two photographs were returned and assessed. It appeared that the photos were taken under slit lamp examination while still implanted in the pt's eye. The lens appeared to have an opaque region on the optic surface; however, no determination could be made from the photos. We were unable to confirm product damage without eval of the physical sample. Results from the product and batch history record review indicated the product met release criteria. Root cause: the root cause for the reported complaint could not be determined as no product was returned for analysis. No determination could be made from the photographs provided by the customer. Based on the results from the product and batch history record, the product met release criteria. Actions: there have been no other similar complaints for this lot. No further action is warranted at this time. Additional info was requested and received. No further info is expected. (B)(4).

Event description:
A surgeon reported that two days following intraocular lens (iol) implant surgery, upon lens examination he observed clouding/deposits on the iol. In a f/u, the surgeon reported he was able to aspirate/wash off the sticky coating on the front surface of the iol. The etiology of the event is unclear (unk). No further info is expected.